Event description:
The customer reported a pt with discoloration and burns around his nose and on his forehead after a sleep study using a CPAP mask that was processed in cidex opa. The pt also reported a mild headache. The pt was treated with silvadene ointment to the contact areas. He was also given a tetanus shot because the contact areas had "bloody discharge". The pt reported that the areas of discoloration and "scarring" were starting to clear within 48 hours. The customer reported that they rinse the items in tap water after disinfection. The customer was instructed to review the instruction for use and to immerse the items in water three times to rinse off the cidex opa.